Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Allegedly, moisture/corrosion was evident behind the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. The pump failed a leak test due to a leak at the display lens. The pump case was removed, and no evidence of moisture ingress was observed on internal components. However, there was glue, which could have been mistaken as moisture, near the ir window. Unrelated to the reported event, the keypad cover was free of damage. Evaluation revealed that the up arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts.